Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to high pacing impedance out-of-range of 2200 ohms. Lead presented and impedance of 1680 ohms when changed to unipolar. As the patient was dependent, the physician decided to perform a revision. There was no noise or pacing inhibition due to this issue and capture thresholds were normal. No additional adverse patient effects were reported.